Event description:
It was reported that there was no telemetry between the clinician programmer and the implantable neurostimulator (ins) while in the operating room (or). It was stated that there was electromagnetic interference (emi). They were able to get telemetry after turning off fluoroscopy. However, the manufacturer representative now could not get telemetry in the recovery room. All medical equipment was turned off telemetry was still not possible. The manufacturer representative did numerous cases today at the same hospital and did not have an issue. The batteries in the clinician programmer were fresh. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).